Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-sep-2025, the user reported a high blood glucose (bg) alert and discovered insulin leaking from the bottom of the cartridge plunger into the ilet device. The cartridge had been in use for only a few hours and was filled with approximately 160 units. The agent confirmed proper fill procedures and educated the user on cartridge handling. Since insulin had leaked into the pump body, the user switched to backup therapy using an insulin inhaler and reported bg trending down to 355 mg/dl by the end of the call. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected with backup insulin therapy. The user reported feeling high above 135 mg/dl. No medical intervention was required at the time of call.